Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's magnet rate was at 90 beats per minute. The device was implanted three years ago. All other battery indicators were normal. A boston scientific company representative discussed about recommendations regarding a premature battery depletion. No adverse patient effects were reported. The device remains in service.